Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during preparation of coiling treatment of cerebral aneurysm, this coil prematurely detached. It was reported that while introducer sheath was removing from the dispenser track right after opened the packaged, the coil came out prematurely. New device was used and procedure was completed successfully. No patient's complications were reported.

Manufacturer narrative:
Device available for evaluation - additional information. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information. Evaluation codes- additional information the axium coil was received for evaluation and found in a contradictory condition to the reported event. As received, the implant coil was found damaged and stretched but still attached to the pushwire. Follow-up was conducted to verify the correct device was returned, and for event clarification. New information was received that there was no issue with coil premature detachment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received that the coil was not detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.